Event description:
It was reported a 6f angio-seal vascular closure device vip was deployed in the right femoral arteriotomy post diagnostic cathetrization. A femoral angiogram was taken and accessed prior to deployment. Hemostatsis was achieved. The pt was discharged. The next day, the pt experienced suddent pain and bleeding from the access site. A hematoma developed and the pt attempted to hold pressure. An ambulance brought the pt to the ER. The hematoma had grown in size and was stated to be the size of a volleyball. A femostop was applied, hemostasis was obtained, the pt continued to experienced pain and was admitted ot the hosp for observation. The pt was discharged th enext day. Four days later, the pt required to the hosp complaining of pain and swelling. A psedoaneurysm was diagnosed. The pt will undergo surgery or fibrin injection to correct the issue.

Manufacturer narrative:
A product was not returned for analysis. Review of the lot history record and device history record could not be accompolished because the lot number was unavailable. Based on the info, the cause of the reported pseudoaneurysm could not be conclusivelly determined. The angio-seal device instrument for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal has been placed.